Event description:
Adverse events(s): "no patient involvement" (no patient involvement). Product problem(s): "there was a system message" (device displays error message); "handpiece stopped working" (device inoperable). A customer reported the handpiece stopped working. There was also a system message that was displayed. These issues occurred prior to surgery. Three cases were subsequently canceled. There was no patient involvement. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).